Event description:
It was reported that the pt hears no sound. The clinic has been following the pt's inability to perform for several yrs. An eabr was performed several yrs ago, (the clinic is not aware of the date), with no responses. Clinic requested a follow-up eabr and integrity test. The clinic questions what effect meningitis has had on the auditory system. Testing showed hi on channels 1 and 6. Short circuits on channel pairs 2/10 and 4/5. All other indications are ok. Eabr revealed no responses. Esrt revealed no responses. The pt receives no sound on any channel. With increasing stimulation levels physical sensation/facial stimulation results. While revision has been considered by the clinic, it was advised to them to further investigate the possible medical nature of the pt's inability to respond to stimulation. They are aware that the implant appears to be functioning; with at the very least the ability to stimulate at what should be auditory perceptible levels. This must be taken into consideration in determining whether to revise. The pt will be meeting with his surgeon within the next few weeks to determine the feasibility of revision. The primary question is why the pt is unable to hear sound on the remaining functioning channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.